Event description:
It was reported that the customer had high blood glucose levels of under 284.4 mg/dl. The customer reported that the insulin pump was constantly rejecting new batteries. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A battery was inserted several times and functions properly. All operating currents are within the specification. No unexpected low battery, failed battery test or off no power alarm noted. Insulin pump received with minor scratched display window and cracked reservoir tube lip. No damage inside pump noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.